Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, an alliance ii handle was used in conjunction with the trapezoid basket in an attempt to crush a stone with an approximate size of 2 cm. However, the pull wire broke leaving the stone stuck inside the basket. They shook the basket until the stone was released. The basket was then pulled out and a 10 fr 10 cm plastic stent was inserted. The procedure was aborted. The patient was referred for surgery for gallbladder removal on an unknown date. The residual stones will be removed during this surgery.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of pull wire break. Block h10: the returned trapezoid rx basket was analyzed, and a visual inspection noted that the handle cannula was detached. The internal wires including the handle cannula were returned outside the device. Dimensional inspection noted that the length of the distal screws was less than the permitted tolerance. Also, the side car rx was pushed back approximately 5.0 mm which is out of specification. Microscope inspection noted that the distal screw has a flat tip. The handle cannula has drag marks of the fastening screws. The reported event was not confirmed. Based on all available information, the most likely cause is attributable to the supplier of the screws. Due to the condition of the screws, the proper fastening is not given (even if the screws had the appropriate depth). Therefore, the force applied when activating the device causes the detachment of the handle cannula leaving drag marks of the screws as a consequence. Therefore, the most probable root cause of the issue handle cannula detached is manufacturing deficiency; an investigation is underway to address this problem. The side car rx pushback could have been a consequence of the manipulation or the detachment of the handle cannula. Therefore, the cause code is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, an alliance ii handle was used in conjunction with the trapezoid basket in an attempt to crush a stone with an approximate size of 2 cm. However, the pull wire broke leaving the stone stuck inside the basket. They shook the basket until the stone was released. The basket was then pulled out and a 10 fr 10 cm plastic stent was inserted. The procedure was aborted. The patient was referred for surgery for gallbladder removal on an unknown date. The residual stones will be removed during this surgery.